Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unknown abutment and screw loosened.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown zimmer abutment was not returned. Since product has not been returned, visual/functional inspection could not be performed. No photographs or radiographs of the abutment were available for assessment. No device lot number was provided so a device history record review and a complaint history review could not be performed without relevant item and lot information. Complaint reported that the abutment became loose in the patient¿s mouth. Based on the information provided and no return product, the reported compliant could not be verified. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.